Event description:
Meter was set to the incorrect unit of measurment. The patient tested and received a 2.5 mmol/l and did not experience any symptoms at the time of testing. Patient mentioned that the meter was previously set to the correct unit of measurement and did not recently go into the meter settings and change the unit of measurment. Since meter was set to the incorrect unit of measurement, patient had gone to see physician several times to get blood glucose test taken and did not receive any treatment. Due to a spontaneous/ intentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.